Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown right total knee replacement. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.

Event description:
It was reported by the patient's attorney through the filing of a lawsuit that allegedly, the patient underwent a total right knee arthroplasty on (B)(6) 2013. It is further alleged that she experienced pain, discomfort, insufficient range of motion, and additional medical procedures.